Event description:
It was reported that a patient had a blood leak during hemodialysis therapy, the leak was observed on the sealing of the venous cap. The estimated blood loss for the patient was 100ml. The treatment was resumed with a new dialyzer from a different batch. The nurse informed that the issue was observed during the dialyzers third reuse, and the dialyzers were preprocessed with an automated system. The nurse informed that the dialyzer passed the leak test prior to patient use. There was patient involvement; however, no patient medical injury or adverse event was reported.

Manufacturer narrative:
(B)(4). This complaint was not confirmed and the root cause could not be determined. The sample was not returned to baxter; therefore no evaluation could be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications

Manufacturer narrative:
(B)(4). The actual sample was discarded by the customer. However, a retained sample from the same lot was visually and functionally tested by nipro with no damage or leaks noted. The reported condition was not confirmed and the root cause could not be determined. A manufacturing batch record review was performed by nipro with no issues or abnormalities noted during the manufacture of this lot. The complainant indicated that these devices were resterilized by chemical methods and reused 3 times. Per the product label, this is a single use device.